Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission with a vibratory alert for low atrial lead impedance. Upon interrogation in clinic, the impedance values were within normal range. The physician did not perform any interventions. The patient was in stable condition.